Event description:
It was reported during a left oopherectomy occurring approx 3 weeks ago. The surgeon was using a dh085 through a 5mm reusable trocar in the suprapubic site when the dh085 stopped functioning. The generator continued beeping as if it was working, but no tissue effect was noted. The device was removed, taken apart and reassembled. A second attempt with the dh085 resulted in no tissue effect noted. The case was completed with scissors. It was reported when the trocar was removed a 3mm long, port site burn on the superior edge of incision was noticed. Postoperatively, the burn site became infected and required an add'l office visit. The surgeon had used the dh085 during an ovarian cystectomy. At completion of the case there was noted to be a thermal injury at the supraumbilical 5mm port site. There was no torque placed on the instrument. Early in the procedure the instrument functioned normally, later it was not functional. There is no other materials for co to examine. Co requested that in future that co be able to obtain the end effector, photographs or video. The pt subsequently developed a superficial infection which has now cleared; permanent sequelae are not expected.